Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed reddish material and a hole in the pebax, internal parts are exposed. The force sensor test was performed, in accordance with bwi procedures. No errors were found during the test. The force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. A manufacturing record evaluation was performed for the finished device 30487323l number, and no internal action related to the complaint was found during the review. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a broken pebax with internal components of the tip exposed. The damage was identified on 5/20/2021. During the procedure, "hi" impedance appeared on the carto 3 screen. The catheter¿s connecting cable was replaced but the issue persisted. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The broken pebax and exposed internal components are MDR-reportable.